Event description:
Complainant used lobob sterile extra-strength daily cleaner for soft contact lenses per directions and experienced itching, burning, photosensitivity and foggy vision adverse reactions which prompted an ER visit where complainant was diagnosed with 6mm corneal burns in eye area and was prescribed antibiotics and pain medication. Product had been used twice before with mild irritation only. Upon using cleaner the third time, consumer used more of the product to clean lenses and experienced adverse reaction. Complainant called co and received phone call back from quality control rep, who left message on answering machine stating "it was because you didn't follow directions correctly." Complainant's eyes were irrigated twice in ER.